Manufacturer narrative:
Common name/ product code: determined ljs based on device family. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that several spectrum PICC lines have clotted which required patients to have additional rewiring procedures performed. To date, additional information regarding the patients and alleged events are unknown.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation: no device was returned. A review of the drawing, instructions for use and qc was done. No evidence was presented to support that the device(s) was manufactured outside of cook medical specifications. Without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time no cause can be established. Appropriate personal haven been notified. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation: no device was returned. A review of the drawing, instructions for use and qc was done. No evidence was presented to support that the device(s) was manufactured outside of cook medical specifications. Without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time no cause can be established. Appropriate personal haven been notified. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.